Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified the screw was returned with opened packaging and had minor signs of use and no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. There was no device malfunction confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw fractured.